Manufacturer narrative:
Philips has investigated this complaint. It was reported by the customer the wired foot switch could not be located/found, and requested a new one be ordered. Philips provided a quote for service quote per the customer¿s request. The quote has since expired without acceptance from the customer. No further communication has been received from the customer after several attempts. No service has been performed by philips. At the time this complaint was received, philips did not have enough information to exclude that a malfunction had occurred and that there was a potential for death or serious injury on recurrence. As such, the complaint was reported. Since that time, philips has determined that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The customer reported that they could not find the footswitch and no malfunction of the system was reported. Based on re-evaluation, this complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. Philips attempted to schedule having a field service engineer (fse) inspect the system onsite, but the service quotation was not accepted by the customer; no device inspection was performed by philips. No further information has been received regarding the event reported. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wired footswitch was not working. No harm was reported to philips. Philips has started an investigation of this complaint.